Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 7500 cut rate displayed on the screen when the rfid connectors were attached to the console. A submerge leak test was performed on the cassette. No leakage was observed from the cassette. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that water leaked from the cassette before surgery. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that water leaked from the cassette before surgery. The pak was replaced and the procedure was completed. There was no patient harm.